Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack at the reservoir tube side of pump and observed a black circle inside the screen just like a full eclipse. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed and indicated that the damage has impacted/affected the pump¿s functionality. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with missing segments/partial display and black circle on the lcd glass. No damage noted on the reservoir compartment. No damage noted on the retainer ring. Unable to perform the self test due to missing segments/partial display. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, stained serial number label and pillowing keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, moisture damage on the motor and cracked/bleeding lcd glass. No damage noted on the force sensor. Missing segments/partial display and black circle on the lcd glass due to moisture damage on the electronic assembly and cracked/bleeding lcd glass. Damage- damage reservoir tube not confirmed. Display anomaly-missing segments/partial display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.